Event description:
Same case as: 2134265-2015-02828. It was reported that during a chronic total occlusion (cto) procedure, a shaft break occurred. The target lesion was located in the diagonal artery. An attempt to insert a 3.0x15 maverick balloon beside the guidezilla was made in an effort to remove an unspecified cross boss device; however the shaft of the guidezilla separated. The device was removed intact. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Device evaluated by mfg: returned product consisted of a maverick2 balloon catheter in 2 pieces. There was blood inside the inflation lumen and contrast on the unit. The balloon was tightly folded. The hypotube was completely separated 118cm from the hub. Both ends of the shaft were necked/stretched. There were numerous hypotube kinks throughout the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).